Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was pulled back due to device migration in the pocket. Subsequently, the physician decided to explant this lead and not attempt to reposition it. The right atrial (ra) lead was also explanted in this surgical intervention due to the same reason. No additional adverse patient effects were reported.